Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the balloon catheter luer was broken. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 76889, was returned and analyzed. Visual inspection of the balloon catheter showed that the push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed the electrical integrity test and the performance test as per specification. In conclusion, the reported broken luer was confirmed. The balloon catheter failed the returned product inspection due to a broken luer. If information is provided in the future, a supplemental report will be issued.